Event description:
The customer called for help with her breeze meter. While attempting to troubleshoot, the customer's meter was unable to present a test strip. The customer alleged that she was unable to test as a result of the malfunction and did not know her blood glucose level. Sometime later, she fell down as a result of low glucose. It's not known if the customer required any type of treatment. The customer's meter is to be returned for eval. A new breeze2 meter kit was sent to the customer.